Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported they were having issues with their stimulation and the issue began about 2 weeks ago. Patient stated every time they went for a walk or move their settings would increase almost to the maximum settings and they couldn't stand it (agent understood this as mobile position). During the call patient service walked patient through checking their adaptivestim settings and patient confirmed adaptivestim was turned on. Patient went into check position and confirmed they were upright. Agent reviewed with patient that if they wanted to decrease the maximum intensity settings for their mobile position then they would have to meet with their representative to decrease the maximum intensity settings for whichever position they wanted. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient reported that cause was not clarified to them. The doctor did a quick fix to "re-program" and showed patient to also "re-program" - not fixing the issue. Patient was informed to reset/reprogram device when it happened - and it has continued happening. The issue is not resolved, the error st ill occurs (matter of opinion). Clinic feels sufficient in resetting asan answer, patient personally would rather it be fixed as they are unable to see device on walks.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.